Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer's sensor did not blink when it was connected. The customer's blood glucose level at the time of incident was unknown. It was reported that the bottom of the sensor looks broken and possible split. It was reported that the sensor would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the cannula damaged.